Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak from reagent probe a of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system and replaced the wash collar solenoid valve, as well as the wash collar 2-way solenoid valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.